Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. (B)(4). Product: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 407652 implantable tachy lead, implanted: (B)(6) 2011; 419588 implantable pacing lead, implanted: (B)(6) 2011.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a medical examiner with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months after device system implanted.